Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application was not working right and would not display blood glucose values. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of the g5 mobile application was not working right and would not display blood glucose levels could not be determined. A root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.